Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient was diagnosed with a mesh infection and is being treated with long-term antibiotics, but is medically unable to undergo a revision surgery. It was reported that the patient experienced severe pain, mesh infection, mesh migration, inflammation, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 9/30/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/31/2022.